Manufacturer narrative:
There are actually two explant dates because there are two 5.5 ebvs that were explanted on different dates. One 5.5 ebv was explanted on (B)(6) 2020 and the other 5.5 ebv was explanted on (B)(6) 2020. Pneumothorax is the most common side effect associated with the zephyr valve treatment (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). Targeted lobar deflation likely causes inflation of the ipsilateral lobe, which can result in a tear of the already compromised parenchymal tissue of the emphysematous ipsilateral lobe, resulting in a pneumothorax (criner et al. A multicenter randomized controlled trial of zephyr endobronchial valve treatment in heterogeneous emphysema (liberate). Am j respir crit care med. 2018; 198 (9): 1151-1164). In the liberate study (ide clinical study used to support PMA p180002's approval), 26.6% of the zephyr valve subjects experienced a pneumothorax in the treatment period ([less than or equal to 45 days). These were managed using standard of care procedures as per previously published guidelines (valipour, arschang, et al. Respiration 87.6 (2014): 513-521). In 17.4% of the events, the pneumothorax resolved without any additional intervention with subjects under careful observation. In over half the events (56.5%), the pneumothorax was managed with a chest-tube only. An additional 13% of the events were managed with a chest-tube and the temporary removal of one or more valves, while another 13% of the events were managed with a chest-tube and removal of all the implanted valves. Upon successful resolution of the pneumothorax, removed valves can be replaced. Patients that experienced a pneumothorax experienced clinical benefits of the zephyr valve treatment that were similar to the benefits experienced by patients who did not have a pneumothorax. The zephyr ebv system IFU and pulmonx training program both specifically reference pneumothorax as a known side effect of this procedure and the published guidelines (valipour, arschang, et al. "Expert statement: pneumothorax associated with endoscopic valve therapy for emphysema-potential mechanisms, treatment algorithm, and case examples." Respiration 87.6 (2014): 513-521). The reported event aligns with the experience observed in the liberate clinical study and is an expected side effect to the zephyr valve treatment.

Event description:
On (B)(6) 2020, the patient underwent a bronchoscopic lung volume reduction procedure with five zephyr valves placed in the right upper lobe (rul) and right middle lobe (rml). The patient was discharged following an uneventful three night stay in the hospital. The patient began to notice some shortness of breath and increasing dyspnea upon exertion in early november and made an appointment to see the treating physician. The patient had a high-resolution chest CT scan done on (B)(6) 2020, which was uploaded for a post-treatment report on (B)(6) 2020. Upon noting a large post-procedure pneumothorax, the patient was readmitted for an exploratory bronchoscopy on (B)(6) 2020. The patient tolerated the bronchoscopy without incident and had CT-guided chest tube placed by interventional radiology on (B)(6) 2020. On (B)(6) 2020, the physician decided to remove one valve (5.5 ebv) from the right middle lobe (rml). On (B)(6) 2020, the physician removed the remaining four valves (two 4.0 ebvs, one 4.0-lp ebv, and one 5.5 ebv) from the patient. The patient tolerated the procedure well and was discharged home the same day with the chest tube in place and with no heimlich valve. The physician stated that he will add the heimlich valve if the patient presents with continued air leaking in the next week. The patient is scheduled to return for a follow up appointment the week of (B)(6) 2020.